Event description:
The customer contact reported the device did not deliver a dose when the bolus button on the device was pressed. The device was returned to the biomedical dept with a report of the top bolus button not working. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no programming of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.